Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# : (B)(4): product type :catheter. Product ID: 8596sc, serial#: (B)(4) product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date in previous report no longer applies to this event. New event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was having volume discrepancies in there refill history. Six (6) months ago, at refill they pulled an extra 2 cc of drug. 3 months ago, they got back 6-7 cc more than expected in a 20 cc pump. Drug was "lemonade looking". On (B)(6) 2018, patient was brought back monday to check volume and verified that they got back 18.6 cc of expected 18.6. It was worth nothing that when they aspirated the drug from the pump on this refill it came back "dark, cloudy and a lot of particles". When they aspirated from the catheter the cerebrospinal (csf) they pulled out (10 cc) was yellow and cloudy. A full system removal was performed with a saline rinse/ new medication and full system prime. No roller study, dye study was performed. The logs looked good. No patient symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 0. 4mg/day via ani implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018, it was reported that a dye study was being done. The company representative was informed that at the last 2 visits, the patient¿s pump volume was underdelivering, at first only one extra ml, the second time it was almost 8ml¿s. When the medication was removed, the color of the drug was a cloudy mix with particles. There was no change in concentration, pharmacy or anything reported. The day of the report they removed the medication, did a fill system clean out and refilled with new medication and primed the catheter. The diagnostics and troubleshooting included cultures were taken of csf (cerebral spinal fluid) and the medication removed. The actions and interventions taken to resolve the issue was a clean out of system with preservative free saline. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.